Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed due to the "call tech support" error observed on the screen. Functional testing was performed and the tests failed due to no audio. The customer complaint was confirmed and the root cause was determined to be a defective speaker.